Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the locked angulation could not be determined. It is possible that the locked angulation was caused by breakage of the angulation parts, decayed smoothness of the built0in parts due to the stretched angle wire, deterioration of the angulation mechanism through rust, foreign material stuck at the control section's moving part, or the cut of the angle wire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the device evaluation findings in b5, additional findings were as follows: due to a pinhole on channel tube, water tightness was lost, adhesive on bending section cover rubber had a chip, control unit had corrosion due to water leakage, due to damage on channel tube, forceps cannot be inserted smoothly, light guide bundle was slipping down, bending section is broken (however, bending section cover rubber is not broken), the up/down plate, the universal cord, and the grip were sticky, the label on video connector was peeled, the video cable had a dent and a scratch, and the video connector case, video connector, light guide connector, light guide cover glass, the protector of the video cable section, the video cable, the insertion tube rotation ring, the angulation lever, image guide protector, lock engagement lever, the connecting tube, the control unit, switch box, the grip, the up/down plate, and universal cord were all scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the uretero-reno videoscope had bad angulation. The issue was observed during a therapeutic (tul) procedure. The procedure was completed with a similar device and no harm to the patient was reported with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to the wear of angle wire, bending section cannot be controlled at all. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.